Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As the device was not returned, no evaluation of the device could be performed.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. Imaging post implant identified a type ii endoleak. It was not also confirmed that there was blood flow of the right internal iliac artery. The right internal iliac artery was unintentionally covered by the ipsilateral leg. The physician suggested that it was possible during the implant of the device the bifurcation of the right iliac artery was not able to be confirmed exactly by the imaging. No treatment was performed to address the obstruction of the right internal iliac artery or the type ii endoleak. The physician decided to monitor the patient.